Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 600 mg/dl. Patient's other blood glucose value: unknown. The customer was treated with manual injection. The customer declined troubleshooting for high blood glucose. The device will not be returned for analysis. Frn-reservoir. Unomedical infusion set.

Manufacturer narrative:
(B)(4). Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08725 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Device uploaded properly using carelink. Device had minor scratched display window, scratched case and a pillowing keypad overlay.